Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection that may be associated with the use of hm 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. The patient handbook provides care instructions about preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient with a driveline infection returned to the operating room (or) for relocation of the exit site and incision and drainage of the infected site. After tunneling the driveline to the new exit site, the surgeon could not get the modular cable reconnected to the pump cable. Cardiopulmonary resuscitation (CPR) compressions were necessary due to low blood pressure while another modular cable was opened and made available. The new modular cable was connected upon the first attempt and the ventricular assist device (vad) was restarted. The patient became hemodynamically stable immediately after the vad was restarted and CPR was no longer necessary. The patient recovered and was discharged without any long-term adverse consequences. Related manufacturer reference number: 2916596-2024-03063 (modular cable).

Event description:
It was additionally reported that the patient was administered antibiotics, and the previous driveline site was packed with iodoform. It was noted that the modular cable that was exchanged had a bent pin.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.